Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' mother reported via phone call that the customer visited emergency room due to low blood glucose levels and high blood glucose levels. Customer's low blood glucose was in the range of 50 mg/dl to 60 mg/dl. The customer was treated with food and juice for low blood glucose values. The customer also experienced high blood glucose values in the range of 300 mg/dl which was treated with insulin pump and manual injections. The customer had sinus bacterial infection and was treated with antibiotics. The customer's mother declined the troubleshooting for low as well as high blood glucose values. The insulin pump will not be returned for the analysis.